Event description:
It was later reported that a catheter study was performed. The catheter was found to be occluded and a revision was scheduled later in may. It was later reported that the origin of the occlusion was an 8709 obstruction.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump contained 37 ml in the reservoir at refill, and it should have contained roughly 3 ml. It was unknown whether there was a pump or catheter failure at the time of the report. The patient's outcome was noted as "no harm." The medication used within the system was compounded baclofen. The patient's physician was noted to have checked for catheter patency before connecting to the patient's new pump. It was later reported that there was still 30-37 ml in the pump and no messages to indicate por/motor stalls.

Event description:
It was later reported that dye was not able to be pushed down the catheter during diagnostics. The catheter connection to the pump was reseated and, at the time of the report, was running without issue. It was believed that the cause was misalignment of the catheter connector when the pump was revised. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).